Event description:
The customer observed a false negative alinity I syphilis tp result generated for a male patient sample that did not match the patient¿s historical results. The following data was provided (customer¿s reference range <1 s/co): initial result = 0.89 s/co roche result = positive, tppa result = positive, historical result = positive there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730.